Manufacturer narrative:
In addition (B)(4) were involved in the switching events with the controller. Abnormal power switching - remedial action: notification- correction reporting number: z-1917-2015. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.  The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that during routine check, it was discovered that there was a loose port on the controller. This means that the controller lost the connection to the battery several times.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the controller failed visual inspection due to a loose power port 1 connector with a displaced o-ring gasket, in addition to a loose nut on the inside of the controller housing. Log file analysis revealed premature switchings which were most likely due to communication anomalies between battery and controller. However this is an incidental finding not related to the reported event. This is not an smr updated controller. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. An internal investigation has been opened by the supplier to address loose connectors. Heartware has opened an internal investigation to address anomalies in communication between batteries and controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.